Event description:
During the log file analysis of another event, welch allyn engineering discovered an unexpected cpu reboot that occurred on (B)(6) 2012. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. This event occurred at: (B)(6). There was no report of any pt harm as a result of the reported events. The customer did not provide any pt information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.